Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an 80% stenosed, mildly tortuous, and mildly calcified de novo lesion in the mid left anterior descending artery. A 3.0x48mm xience xpedition stent was deployed; however, a spiral dissection was observed. A 3.5x33mm xience alpine stent was successfully used to cover the dissection. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.